Event description:
The customer reported that the systems' uninterrupted power supply was not working, thereby preventing boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterrupted power supply and the intelligent shut down board were replaced. The system was tested adn found to be working as intended and put back into service.